Event description:
Mgs-80 gram stainer showing potential carryover/cross contamination issue. The instrument has been placed out of service; investigation into gram stain and culture results is ongoing.